Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that the needles broke off on the serter, there was blood on the site that did not allow for the sensors to be taped down, and states the sensors are not working. The customer also states that the serter does not release the sensor after the second button press. The customer's blood glucose level at the time was unknown. The customer was advised that the sensors would be replaced.